Manufacturer narrative:
Corrected data: d1: proximal femur jts to distal femur jts. D2: from jdi to kro. D2: common device name from prosthesis, hip, semi-constrained, metal/polymer, cemented to prosthesis, knee, femorotibial, constrained, cemented, metal/polymer. G5: k092138 to k133152. Additional manufacturer narrative: an event regarding migration of the tibial component of a jts distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: "the implant in situ was for a jts distal femoral replacement which was inserted in (B)(6) 2016. The surgeon has now reported that the tibial component has migrated. The x-ray images provided has shown that the tibia stem has tilted in which the tip of stem has impinged with the lateral cortex of the tibia which has caused a defect. The above radiographic assessment has confirmed the reason for revision." Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock 24feb2016 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 15jul2016 to present for similar reported events regarding malposition of jts distal femur. There have been no other events. Conclusions: an event regarding migration of the tibial component of a jts distal femur was reported. The exact cause of the event could not be determined because further information such as retrieval analysis on the explanted device and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
A patient specific prescription form was submitted for patient's left distal femur. Diagnosis is "femoral component revision" due to the tibial component migration.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device evaluated by MFR: device remains implanted.

Event description:
A patient specific prescription form was submitted for patient's left distal femur. Diagnosis is "femoral component revision" due to the tibial component migration.